Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the air pump was loud. Therefore, the reported condition of noise was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. The reported conditions of an e2 and an e8 error were not duplicated or confirmed. Therefore, an assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the console device had an e2 and e8 error message, and was running noisy. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. No patient or user injury was reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.